Event description:
Pt diagnosed with acute (B)(6) after left cataract surgery; (B)(6) after right cataract surgery. No risk factors identified as of date of this report; no source of exposure identified. Anticipate self-limiting course of disease; supportive care; monitor (B)(6) 2-3 days until downward trend. On (B)(6) 2012: cataract extraction, iol right eye (device 1). On (B)(6) 2012: cataract extraction, iol left eye (device 2). On (B)(6) 2012: heartburn, vomiting, dark urine. On (B)(6) 2012: labs interpreted as (B)(6).